Manufacturer narrative:
(B)(6). D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that patients and orders was not crossing on station, and server checks confirmed all services running, no disconnect flags, and messages current with no delays. A technical support specialist restarted es, net, and external messaging services, after which message flow resumed and communication verified as normal. No errors or critical alerts found in healthsight viewer, and patient details displayed correctly in patient encounter system. The technical support specialist (tss) had been waiting for a response from the customer, but no reply was received regarding further assistance. Therefore, the technical support specialist closed the case. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server, had new patients and orders not crossing over on multiple stations. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported based on this event.